Event description:
As reported by the clinical specialist, there was difficulty introducing sheath into patient, sheath removed dilators used and sheath then introduced again. The physician decided to stent the right iliac with a 10x5 viabahn. The sheath was then inserted but did not go past the stent. The sheath was parked into the patient and the delivery system was introduced. The delivery system was caught on the stent which caused migration of the stent into the aorta. Stent was snared and pulled down into the left iliac. A 8x5 viabahn stent was then placed to help anchor the first stent. The sapien valve was deployed 50/50. There was no pv leak and no cai.

Manufacturer narrative:
The edwards transcatheter heart valve (thv), training manual instructs operators on proper screening to reduce vascular complications including not forcing the sheath on insertion. As well, the instructions for use (IFU) contraindicates the procedure in cases of significant atheroma of the femoral and iliac vessels; severe tortuosities of the femoro-iliac vessels; and femoro-iliac vessels < 7 mm as these could result in vascular complications. In this case the patient was noted to have severe femoral calcification and borderline vessel size (7.0mm). Furthermore, there was noted difficulties with initial sheath insertion and a stent was placed in the right iliac artery to facilitate access. After the stent was placed there was still noted difficulty with sheath advancement beyond the newly implanted stent. At this point the delivery system was advanced and caught on the edge of the stent causing the stent to migrate. From review of the procedural data, patient factors (borderline vessel size and severely calcified vessels) along with procedural factors (new placement of an iliac stent and forcing the sheath / delivery system) contributed to this event.